Manufacturer narrative:
H6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. Dental implant infection is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess dental implant infections as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. With no signals indicating a systemic quality issue, no escalation to CAPA is required. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvb10 implant was removed due to infection.